Event description:
It was reported the patient presented with a right ventricular lead that exhibited high pacing impedance. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.